Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a percutaneous vertebroplasty (l3) procedure, even though surgeon injected liquid contrast medium to inflate the balloon, it was not inflated. With the help of imaging, it seemed that the liquid contrast medium had leaked out of the balloon. After taking the balloon out of the lesion, it was found that the balloon had a hole. The procedure was completed with a replacement less than thirty (30)-minute surgical delay. No further information is available. This report is for one (1) vertebral body set/small-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: product code #: 09.804.600s. Synthes lot #: 82221894. Manufacturing site: (B)(4). Release to warehouse date: 12aug2021. Expiration date: 01aug2024. Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.